Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who started an advance evaluation on (B)(6) 2016. It was reported that the patient was concerned that she may be having an infection where the incision was. She was having drainage and woke up sweaty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.